Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the reported mechanical jam and the reported activation failure was unable to be confirmed during return analysis, it is likely that interaction with the 40% stenosed anatomy and/or other devices resulted in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a restenosed lesion in the distal femoral popliteal graft and popliteal artery with 40% stenosis. The 5.5x60mm supera self-expanding stent system (sess) was placed over a 0.018 guidewire to the lesion site. After one slide and a retraction of the thumbslide, the thumbslide would then not move forward again and the stent would not deploy. The entire system was pulled out of the artery with the partially deployed stent under fluoroscopy. Another absolute stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.